Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / strong pelvic pain") in a 31 year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cyst in 2014 and multi gravida, spontaneous abortion and parity 2 (1 normal delivery and 1 cesarean delivery). As concurrent condition the report mentioned morbid obesity. The only concomitant product mentioned was glifage xr (metformin hydrochloride). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2514 days after essure insertion, she experienced procedural pain ("lot of pain after essure removal surgery"). On (B)(6) 2022 she experienced tonsillitis ("post-operative tonsillitis / lump feeling in throat / dark-yellow phlegm") with increased upper airway secretion. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage ("bleeding "), hypersensitivity ("allergies "), syncope ("fainting"), anxiety ("anxiety"), headache ("strong headaches"), back pain ("lumbar pain"), pain in extremity ("pain in her legs"), alopecia ("hair loss"), erythema ("spots on the body"), insomnia ("insomnia"), depression ("depression") and panic attack ("panic attacks") and was found to have weight increased ("weight gain") and body height decreased ("height loss"). The patient was hospitalised from (B)(6) 2022. The patient was treated with clonazepam, cloridrato de fluoxetina (fluoxetine hydrochloride), metronidazol [metronidazole benzoate], simeticona (simeticone), ciprofloxacino [ciprofloxacin], azitromicina (azithromycin) and metronidazol [metronidazole] as well as surgery (bilateral salpingectomy with right oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anxiety, back pain, body height decreased, erythema, genital haemorrhage, headache, hypersensitivity, pain in extremity, panic attack, pelvic pain, procedural pain, syncope, tonsillitis and weight increased to be related to essure administration. No causality assessment was received for essure with regard to insomnia or depression. Diagnostic results (normal ranges are provided in parenthesis if available): [chest x-ray] on (B)(6) 2021: expanded and transparent lungs. Pervious costophrenic sinuses. Cardiac silhouette within normal limits. [Echocardiogram] on (B)(6) 2021: normal [pathology test] on (B)(6) 2022: macroscopy: (a) uterine tube, measuring 4.5x0.5cm, lined with smooth and shiny serosa. When cut, it displays virtual light and a grayish, elastic wall. (B) uterine tube, measuring 4.5x0.4cm, covered by smooth and shiny serosa. When cut, it displays virtual light filled by a metallic device and a grayish and elastic wall. (C) ovary measuring 3.0x2.5x1.8cm, showing a yellowish brown external surface with a bosselated appearance. On sections, whitish tissue, with cortical aqueous cysts, the largest measuring 0.5cm in diameter. Conclusion: (a) edema and congestion of the tubal wall. (B) edema and congestion of the tubal wall. (C) cystic follicles and ovarian bodies albicans. [Ultrasound abdomen] on (B)(6) 2021: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. There is no dilation of the intra or extrahepatic bile ducts. The hepatocoledocus has a normal caliber. Gallbladder normally distended, with no evidence of gallstones. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-sensual dissociation, without signs of pyelocaliceal dilation and/or stones with ultrasound expression. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes in its interior. [Ultrasound scan vagina] on (B)(6) 2014: bladder full of smooth walls and clear contents. Uterus in anteversoflexion, measuring about 97x62x60mm in the longitudinal, anteroposterior and transverse axes, with regular contours and homogeneous texture, noting a 9mm nabothian cyst in the cervix. Thickened endometrial echo (17mm). Correlate with menstrual cycle. Annexes with ovaries measuring approximately 36x25mm and 27x22mm, respectively the right and left, with a cyst measuring 14x11mm on the right. Posterior cul-de-sac free. Presence of intestinal hypermetabolism. There is no evidence of topical pregnancy with more than 5 weeks of evolution.; on (B)(6) 2015: uterus: uterus in anteversoflexion, no abnormalities, measuring 75 x 57 x 40 mm, volume 77,0 cm³ with regular contours. Homogeneous myometrial echotexture. Endometrial echo with preserved echographic appearance, measuring 6 mm thick. Morphologically normal endocervical canal and cervix. Right ovary: right ovary of normal size, measuring 30 x 22 x 27 mm, with a volume of 9.3 cm³. Normal echogenic texture. Right ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Left ovary: left ovary of normal size, measuring 31 x 22 x 27 mm, with a volume of 9.6 cm³. Normal echogenic texture. Left ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Comments: absence of liquid in pouch of douglas. Absence of pure cystic image or pelvic tumor on examination.; on (B)(6) 2017: uterus: uterus in anteversoflexion, no abnormalities, measuring 88 x 70 x 60 mm, volume 166,3 cm³ with regular contours. Homogeneous myometrial echotexture. Endometrial echo with preserved echographic appearance, measuring 10 mm thick. Morphologically normal endocervical canal and cervix. Right ovary: right ovary of normal size, measuring 34 x 22 x 18 mm, with a volume of 7 cm³. Normal echogenic texture. Right ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Left ovary: left ovary of normal size, measuring 32 x 26 x 20 mm, with a volume of 8.7 cm³. Normal echogenic texture. Left ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Comments: absence of liquid in pouch of douglas. Absence of pure cystic image or pelvic tumor on examination.; on (B)(6) 2021: uterus in ante-verse-flexion, with regular outline and heterogeneous texture. Dimensions: 88 x 59 x 51 mm, volume 140 cm³. Centered endometrium, measuring 8 mm thick. Ovaries of normal shape, volume and texture. Right ovary measuring 21 x 18 mm. Left ovary measuring 25 x 16 mm. Note: presence of bilaterally implanted essure device. No evidence of free fluid in the posterior sac. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / strong pelvic pain") in a 31 year-old female patient who had essure inserted (lot no. B02267) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cyst in 2014 and multi gravida, spontaneous abortion and parity 2 (1 normal delivery and 1 cesarean delivery). As concurrent condition the report mentioned morbid obesity. The only concomitant product mentioned was glifage xr (metformin hydrochloride). On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), genital haemorrhage ("bleeding "), multiple allergies ("allergies "), syncope ("fainting"), anxiety ("anxiety"), headache ("strong headaches"), back pain ("lumbar pain"), pain in extremity ("pain in her legs"), alopecia ("hair loss"), erythema ("spots on the body"), insomnia ("insomnia"), depression ("depression") and panic attack ("panic attacks") and was found to have weight increased ("weight gain") and body height decreased ("height loss"). On (B)(6) 2022, 2514 days after essure insertion, she experienced procedural pain ("lot of pain after essure removal surgery"). On (B)(6) 2022 she experienced tonsillitis ("post-operative tonsilitis / lump feeling in throat / dark-yellow phlegm") with increased upper airway secretion. The patient was hospitalised from (B)(6) 2022 to (B)(6) 2022. The patient was treated with clonazepam, cloridrato de fluoxetina (fluoxetine hydrochloride), metronidazol [metronidazole benzoate], simeticona (simeticone), ciprofloxacino [ciprofloxacin], azitromicina (azithromycin) and metronidazol [metronidazole] as well as surgery (bilateral salpingectomy with right oophorectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, anxiety, back pain, body height decreased, erythema, genital haemorrhage, headache, multiple allergies, pain in extremity, panic attack, pelvic pain, procedural pain, syncope, tonsillitis and weight increased to be related to essure administration. No causality assessment was received for essure with regard to insomnia or depression. Diagnostic results (normal ranges are provided in parenthesis if available): [chest x-ray] on (B)(6) 2021: expanded and transparent lungs. Pervious costophrenic sinuses. Cardiac silhouette within normal limits. [Echocardiogram] on (B)(6) 2021: normal [pathology test] on (B)(6) 2022: macroscopy: (a) uterine tube, measuring 4.5x0.5cm, lined with smooth and shiny serosa. When cut, it displays virtual light and a grayish, elastic wall. (B) uterine tube, measuring 4.5x0.4cm, covered by smooth and shiny serosa. When cut, it displays virtual light filled by a metallic device and a grayish and elastic wall. (C) ovary measuring 3.0x2.5x1.8cm, showing a yellowish brown external surface with a bosselated appearance. On sections, whitish tissue, with cortical aqueous cysts, the largest measuring 0.5cm in diameter. Conclusion: (a) edema and congestion of the tubal wall. (B) edema and congestion of the tubal wall. (C) cystic follicles and ovarian bodies albicans. [Ultrasound abdomen] on (B)(6) 2021: liver with normal dimensions, regular contour and homogeneous texture, without evidence of focal lesions. There is no dilation of the intra or extrahepatic bile ducts. The hepatocoledocus has a normal caliber. Gallbladder normally distended, with no evidence of gallstones. Homogeneous spleen of normal volume. Pancreas with anatomical appearance. Kidneys with normal topography and dimensions, with preserved parenchymal-snusal dissociation, without signs of pyelocaliceal dilation and/or stones with ultrasound expression. No signs of ascites are observed. Bladder with satisfactory distensibility, showing smooth walls, without echoes in its interior. [Ultrasound scan vagina] on (B)(6) 2014: bladder full of smooth walls and clear contents. Uterus in anteversoflexion, measuring about 97x62x60mm in the longitudinal, anteroposterior and transverse axes, with regular contours and homogeneous texture, noting a 9mm nabothian cyst in the cervix. Thickened endometrial echo (17mm). Correlate with menstrual cycle. Annexes with ovaries measuring approximately 36x25mm and 27x22mm, respectively the right and left, with a cyst measuring 14x11mm on the right. Posterior cul-de-sac free. Presence of intestinal hypermeteorism. There is no evidence of topical pregnancy with more than 5 weeks of evolution.; on (B)(6) 2015: uterus: uterus in anteversoflexion, no abnormalities, measuring 75 x 57 x 40 mm, volume 77,0 cm³ with regular contours. Homogeneous myometrial echotexture. Endometrial echo with preserved echographic appearance, measuring 6 mm thick. Morphologically normal endocervical canal and cervix. Right ovary: right ovary of normal size, measuring 30 x 22 x 27 mm, with a volume of 9.3 cm³. Normal echogenic texture. Right ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Left ovary: left ovary of normal size, measuring 31 x 22 x 27 mm, with a volume of 9.6 cm³. Normal echogenic texture. Left ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Comments: absence of liquid in pouch of douglas. Absence of pure cystic image or pelvic tumor on examination.; on (B)(6) 2017: uterus: uterus in anteversoflexion, no abnormalities, measuring 88 x 70 x 60 mm, volume 166,3 cm³ with regular contours. Homogeneous myometrial echotexture. Endometrial echo with preserved echographic appearance, measuring 10 mm thick. Morphologically normal endocervical canal and cervix. Right ovary: right ovary of normal size, measuring 34 x 22 x 18 mm, with a volume of 7 cm³. Normal echogenic texture. Right ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Left ovary: left ovary of normal size, measuring 32 x 26 x 20 mm, with a volume of 8.7 cm³. Normal echogenic texture. Left ovary located lateral to the uterine body. It shows in its parenchyma small follicles. Comments: absence of liquid in pouch of douglas. Absence of pure cystic image or pelvic tumor on examination.; on (B)(6) 2021: uterus in ante-verse-flexion, with regular outline and heterogeneous texture. Dimensions: 88 x 59 x 51 mm, volume 140 cm³. Centered edometrium, measuring 8 mm thick. Ovaries of normal shape, volume and texture. Right ovary measuring 21 x 18 mm. Left ovary measuring 25 x 16 mm. Note: presence of bilaterally implanted essure device. No evidence of free fluid in the posterior sac. Lot number: b02267, manufacture date:(B)(6) 2013, expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.